Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. The customer reported being hospitalized due to hypoglycemia. The nurse of the customer treated the customer with an amp of d50 and a sandwich. Troubleshooting was done. It was reported that the date and time in the insulin pump were wrong. Corrections were made on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).